Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the drill is fractured. The fracture surface of the drill showed severe smearing and non-conductive contamination, which obscured the fracture features and indications of the crack initiation site. Fine ductile overload sheared fracture identified in the undamaged areas on the fracture. Based on the presence of fine ductile overload dimples and no fatigue fracture artifacts, it is suspected that the drill bit fractured due to overload. The fractured surface was consistent with 455 stainless steel. Dimensional analysis and hardness check noted the products are conforming to specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery, the drill fractured and the broken fragments were left inside the patient's body. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.